Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-01156. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that in 2007 a pt underwent a laparoscopic supracervical hysterectomy. The motor drive unit sputtered throughout the case and the unit was demonstrating insufficient drive of the disposable.